Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable was frayed. One grip close cable was frayed at the distal idler pulley. The frayed strand stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis also found the instrument's grip cables were derailed. One grip close cable was derailed from the distal idler pulley. The grips were still opening and closing, but movement was not precise. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure that a wire on the mega suturecut needle driver instrument broke/snapped. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.